Manufacturer narrative:
Date of event is esimated.

Event description:
Related manufacturer reference numbers: 3006705815-2023-05757 it was reported that that the patient is experiencing pain at the ipg site as well as ineffective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2023 in which the patient's system was explanted to address the issue.